Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 10mg/ml at 1mg via an implantable pump for unknown indication for use. It was reported that the pain pump was updated post operative with the incorrect drug concentration. The drug in the pump was morphine 10 mg/ml but the concentration that was put into the tablet was morphine 10 mcg/ml. The result was under dosing. The physician found this error at follow up on (B)(6)2024 and the error was corrected at this time. The patient reported lack of relief from their pain at follow up. The issue resolved with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.